Manufacturer narrative:
Other, other text: additional information: a1, b5,and h6 ( patient code).

Event description:
Additional information provided indicating that there was no patient involved.

Manufacturer narrative:
One cadd solis pump was returned for investigation in used condition. A review of the event history log evidenced the following: (B)(6) 2020 4:09:06 pm high alarm displayed: cassette not attached properly. (B)(6) 2020 4:09:06 pm high alarm silenced: cassette not attached properly. A disposable cassette was attached for tests which passed. The customer reported product problem was not reproduced. No fault was found with the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that cadd solis vip pump displayed an alarm that the cassette is not attached properly. There were no adverse events reported.